Event description:
It was reported that there was a primary audible alarm error, unable to load script. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record (DHR) review could not be completed. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H4: correction: device manufacture date: 06-jan-2017.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and had the top case chipped from corner, the communication port had contamination. The customer stated problem was not duplicated. The communication port had contamination. Replaced interconnect board. Replaced speaker as preventative measure for primary audible alarm post. The cause of the reported problem was traced to being customer induced. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.